Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at an unknown number of atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the rca. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.